Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of a homechoice cassette and solution bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was connected at the time of the alarm. The caregiver (cg) stated they had not seen anything unusual with the supplies while setting up for therapy; the over pouches were intact, and the lines and bags were not damaged. The cg stated the connection between the bag and cassette had been difficult to make, however it had seemed secure. The cg stated one of the supply bags must have been loose because there was solution on the floor. The cg stated they would have the patient start therapy over with new supplies. The cg stated the patient had been put on prophylactics following the event as a precaution. There was no report of patient injury associated with this event. No additional information is available.